Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 insufficient information, a0711 interrogation problem,e2401 insufficient information. There was no reported patient involvement. A report was received from health canada's canada vigilance program which states, "patient had levophed running at 0.4mcg/kg/min and the pump rang off communication error. She switched the module out for a different one and the same thing happened so she tried moving the module to the other side. When the bedside nurse then moved the channel to the other side to try running it the pump red alarmed and said battery discharged press system off to restart (pump had been plugged in prior to this happening) when they pushed system off then back on the pump did not recognize the attached pumps so she went to different pumps and modules."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.